Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and no delivery alarms from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer was hospitalized for diabetic ketoacidosis. The customer stated that she was throwing up. The customer stated that when she had her pump, it was not delivering insulin and the pump alarmed no delivery. The customer stated that she was not able to get the battery cap off during the time of the call. The customer was advised to monitor the pump.